Event description:
Additional information was received from a foreign healthcare provider (hcp) distributor (dist) and it was noted the infection resolved. The pump replacement surgery in (B)(6) 2019 was performed due to regular pump life. The pump was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal gabalon medullary injection via an implantable pump for cerebral palsy. It was reported that the pump was replaced july 2019. Subsequently, rehabilitation was performed at a nearby facility. Due to interference between the orthosis and the pump section, there was a possibility of infection originating from the wound area, so it was removed. After removal, spasticity did not worsen significantly, and there was a possibility that continued intrathecal baclofen (itb) therapy might not have been necessary. After removal, it was reported that the situation had been progressing without any issues. It was stated that there was a causal relationship with the pump. The pump was removed around august 2019.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that it was confirmed during the interview on (B)(6) 2025 that after the pump replacement, an abdominal infection occurred and a removal was performed. Since then, there had been no further infection and the patient was currently stable. Although the onset was within a year after the replacement, the exact timing could not be recalled.